Manufacturer narrative:
(B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported there was a revision surgery scheduled for (B)(6) 2015 on a scoliosis patient. The patient was initially treated on an unknown date with posterior spinal fusion for treatment of scoliosis. At time of initial surgery, it was noted that the rods had been cut too long. This was not addressed at the time of the initial surgery. At an unknown later date the patient reported discomfort, and was returned to the operating room to cut the rods to the correct length in situ. This was not a planned revision. There was no other revision to the construct, no reported delay to the procedure, and the pangea removal set was not used. No product will be returned. The patient's status following the surgery is not known. This report is for two unknown rods. This is report 1 of 1 for com-(B)(4).